Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the spider fx embolic protection device in the saphenous vein graft (svg). It was reported during the procedure the filter tip of the spider became stuck on a stent strut and broke due to excessive force. The patient underwent an urgent coronary artery bypass grafting (CABG) procedure since the spider filter basket that broke off in the svg was causing the svg to go down. The CABG procedure was successful with no issues noted. The patient attended a follow-up check and is reported to be doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.